Event description:
New information received notes that programming changes were made. The patient was in stable condition.

Event description:
It was reported that the patient's right ventricular (rv) lead was over-sensing noise. The patient had no adverse consequences.